Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Tandem technical support informed the customer that the alarm was caused by using the pump outside its validated operating altitude range, and the customer acknowledged this information. The customer's insulin was suspended due to the altitude alarm condition.